Event description:
It was reported by the newly implanted implantable cardioverter defibrillator (ICD) patient that they had heard their device started to beep about three to four hours post implant when they were at home. The next day the patient was told by their physician that the right ventricular (rv) lead was loose and was not screwed down enough. The patient had passed out at the house and had to go to the emergency department (ed) and the patient underwent emergency surgery to fix the connection issue with the device and lead. The lead and device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.